Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 8021545.

Event description:
It was reported that the patient had an occlusion led to hyperglycemia and the elevated blood glucose was treated with a manual bolus using the pump on (b)(6) 2026.